Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture/ deflation.

Event description:
Healthcare professional reported a left side rupture/ deflation. Device has been explanted.

Manufacturer narrative:
Partial implant date reported as 1981. Additional, changed, and/or corrected data: a4, a6, d.6a.

Event description:
Healthcare professional reported a left side rupture/ deflation. Device has been explanted.